Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient underwent bilateral l4-5 lumbar laminotomies, foraminotomies, a right l4-5 medial facetectomy, right l4 and l5 foraminotomies, a left l4 facetectomy , left l4 pars resection (gill procedure for left l4-5 tlif fusion) and a re-do left l4-5 lumbar discectomy. Preoperative diagnosis: recurrent herniated lumbar disc on the left at l4-5.

Event description:
(B)(6) 2011: the patient presented with a preoperative diagnosis of recurrent disc herniation at l4-5. The patient underwent the following procedures: posterolateral spinal fusion, l4-5; transforaminal lumbar interbody fusion, l4-5; pedicle screw instrumentation, l4-5; 4. Cage instrumentation, l4-5; local autograft bone; bilateral l4, l5 lumbar laminotomies, foraminotomies; a right l4-5 medial facetectomy, right l4 and l5 foraminotomies; a left l4 facetectomy, left l4 pars resection; re do of left l4-5 lumbar discectomy. Local bone and half of a large rhbmp-2/acs kit was packed into the capstone cage and in front of the cage. Following placement of the cage, local bone as well as mastergraft matrix was packed posterior to the back of the cage in order to complete a tlif and cage instrumentation. The remaining rhbmp-2/acs was wrapped around local bone and mastergraft matrix and packed over the decorticated posterior elements in order to complete a posterolateral arthrodesis at l4-5. No complications were reported. Following previous surgery, patient developed recurrent back and leg pain and work up reveals worsening spinal stenosis. (B)(6) 2012: the patient presented with the preoperative diagnoses of lumbar spine degenerative disc disease and lumbar stenosis from l1-4. Preoperative imaging studies showed lumbar stenosis mainly at l1-2 and l2-3 and no significant amount at l3-4. The patient underwent the following procedures: bilateral l1-2, l2-3 lumbar laminotomies, foraminotomies and medial facetectomies; hardware removal, exploration of fusion l4-5; posterior spinal fusion, l1-4; pedicle screw instrumentation l1-4; iliac crest bone graft. Strips of rhbmp-2/acs were laid over decorticated posterior elements followed by iliac crest bone graft, followed by local bone obtained from the laminectomy at l1, l2, l3, and l4. The above surgery was 50% more difficult because of his scar tissue and bone from previous multiple lumbar laminotomies. (B)(6) 2013: the patient presented with the preoperative diagnoses of proximal junctional kyphosis t12-l1 above a prior l1-4 fusion with positive sagittal balance. The patient underwent the following procedures: hardware removal, l1-4; posterior spinal fusion, t10-s1; instrumentation t10 to the ileum; pedicle subtraction osteotomy, l3; smith-peterson osteotomy, t11-t12 and t12-l1; local autograft bone. Following decortication of all the posterior elements from t10 down to the sacrum, strips of a large rhbmp-2/acs kit were laid over the decorticated posterior elements followed by bone obtained from the vertebral body during the pedicle subtraction osteotomy, followed by local bone which was morselized through a bone mill. No complications were reported. The patient's post-operative period was marked by complications which included the need for additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.